Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A nurse reported that a patient was hospitalized on (B)(6) 2014, due to pneumonia, and discharged on (B)(6) 2014. The patient's episode of pneumonia has resolved and he continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.